Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. One week after implant, an electrogram (egm) showed no ventricular events when ventricular pacing was performed. Loss of capture (loc) was observed with an increase in pacing threshold measurements. An x-ray revealed that the lead had dislodged. Reprogramming was performed that resolved the loc however, further intervention was performed. A surgical procedure was performed to reposition the lead. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.